Event description:
Angiogram revealed "chronic stenosis" throughout the length of the graft to the posterior descending artery, and it was noted the graft appeared "twisted". The graft was stented and the connector remains implanted.